Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).

Event description:
It was reported, "it was reported that air was found during angiography after balloon inflation. The user tried to deflate the balloon, but the balloon was unable to be deflated. He applied negative pressure to the contrast lumen and removed the catheter. The catheter was replaced with a new kit and completed the procedure. No harm to the patient was reported." The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). The reported complaint that "the balloon was unable to be deflated" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " it was reported that air was found during angiography after balloon inflation. The user tried to deflate the balloon, but the balloon was unable to be deflated. He applied negative pressure to the contrast lumen and removed the catheter. The catheter was replaced with a new kit and completed the procedure. No harm to the patient was reported. " the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".